Manufacturer narrative:
The field complaint of output anomalies, undersensing and oversensing was not confirmed. Device was received with battery voltage at near beginning of life (bol) level. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure far r wave oversensing was noted on atrial lead when lead was connected to device. Oversensing was noted at regular interval and the event reproduced multiple times after cleaning with gauze and reconnecting back to device. Undersensing on atrial channel was confirmed through electrocardiogram. Another device was used to complete the surgery. Patient was stable post procedure.